Event description:
It was reported that the pump battery was depleting quickly. Additionally, the continuous glucose monitor read as ¿high¿. Customer received 3rd party intervention from mother. A correction bolus was delivered to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.